Manufacturer narrative:
This report is submitted on march 08, 2022.

Event description:
Per the clinic, the patient experienced skin flap necrosis and an extrusion of the implant. Subsequently, the device was explanted on (B)(6) 2022 and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached. This report is submitted on april 25, 2022.

Manufacturer narrative:
Correction: h10 as previously reported in the previous MDR is incorrect. Per the clinic, there was no infection. This report is submitted on may 31, 2022.